Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 4.1, lab: 3.0. Inratio: 4.3, lab: 3.3. Lab draw was performed immediately after fingerstick; results were sent back within 30 minutes. Date: (B) (6) 2010, inratio: 6.2, lab: 3.3. Customer was using strips right out of the refrigerator and not letting them warm up to room temperature. Date: (B) (6) 2010, inratio: 3.7. Customer tested again after strip was at room temperature.